Manufacturer narrative:
Updated fields - b4, e1 event site telephone and mail ID, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Additional point of contact: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was able to confirm the issue. The fse found disassembled the monitor and cleaned the electrical contacts and connections on inverter pcb and color video recorder pcb. Reassembly and functional diagnostic tests. Functional tests performed with positive results. The fault did not cause harm to operators/patients.

Manufacturer narrative:
Due to character restriction in block e1 initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) display is faulty . There was no patient involved and no harm or injury reported.